Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v536705, implanted: (B)(6) 2011, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient was not able to sync with her ins both with or without antenna attached. The patient had tried replacing the batteries. The patient also noted a loss of therapeutic effect. The patient had "breakthrough" on monday. The patient had been able to hold it, but may start leaking. The patient later called noting she had received a replacement patient programmer the day before and was not able to communicate with the ins using the replacement patient programmer. It was noted that the 3037 programmer will not interrogate. Anomaly appeared to have occurred through product use. Analysis of the patient programmer noted telemetry problem, complaint unverified. If additional information is received, a follow up report will be sent.